Event description:
It was reported that the patient with this right ventricular (rv) experienced perforation which resulted to high rv lead threshold, sudden changed in impedance and loss of capture (loc). Confirmed via x ray and computerized tomography. Additionally, patient was noted to have occasional chest pain and discomfort. Subsequently, this rv lead was explanted and was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) experienced perforation which resulted to high rv lead threshold, sudden changed in impedance and loss of capture (loc). Confirmed via x ray and computerized tomography. Additionally, patient was noted to have occasional chest pain and discomfort. Subsequently, this rv lead was explanted and was replaced. No additional adverse patient effects were reported.